Event description:
An unexpected negative antibody screen on the abs2000 was reported for a patient sample. The patient has a history of anti-fya and anti-e detected in their serum. No medical action was taken following the unexpected negative antibody screen.

Manufacturer narrative:
Manual testing at the facility was performed with crrs lot g139. The results were positive (3+) with cell #ii. A capture-r ready-ID panel was performed using lot id073. The patient was positive (2+) with cells #3, 6, & 7; 3+ with cells #11, 12 & 13; and 4+ with cell #9. Sample from the customer was returned for investigation. The presence of the fya and e antigen were confirmed on retention crrs (4), lot g139. Retention products performed as expected. The customer's sample was tested with panoscreen using immuadd as the potentiator. Fy(a) positive reagant red cells exhibited weak reactivity. E positive reagent red cells exhibited microscopic reactivity only. This sample was of insuffficient volume to be tested on in-house abs2000. The event is most likely related to the nature of the sample. A service call was also made. The wash manifold was cleaned and a track washer was adjusted. The system was tested and operated within specification with no problem observed.